Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 3 months. (B)(6). The lvad remains implanted in the patient but is not in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with a burning sensation and heat from the pump site. Pump stoppages were observed. The patient was asymptomatic. A decision was made to cut the driveline and discontinue device support. No further issues have been reported.

Manufacturer narrative:
The report of left ventricular assist system (lvas) stoppages could not be confirmed and a specific cause for these events could not be determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.